Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The stylet insertion test was performed without difficulty or resistance. The lead was returned with implant damage - distortion of the distal conductor. (B)(4).

Event description:
It was reported that during the implant procedure, there was dislodgement/placement difficulty. When the physician tried to put the guidewire, the lead came out. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.